Manufacturer narrative:
The device was not returned. The customer reported the device was housed outdoors and was exposed to wet weather. The likely cause of the reported issue is the storage conditions. The customer was advised to remove the device from service and replace the device.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement in this event.